Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during passage of PICC catheter, the introducer did not progress. Burrs were seen. During the procedure of passing the PICC catheter, the guide wire was introduced into the patient's vein and when the dilator was introduced it did not progress even with all the procedural techniques, we visualized burrs on the tip of the dilator. Device has been discarded due to biological contamination.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a 5 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal edge of the microintroducer sheath was damaged. No damage could be seen on the dilator tip and no blood residue was observed on the sample in the returned photograph. While the cause of the damage observed on the sample in the returned photograph could not be determined, possible contributing factors include insertion technique and advancement against resistance.

Event description:
It was reported during passage of PICC catheter, the introducer did not progress. Burrs were seen. During the procedure of passing the PICC catheter, the guide wire was introduced into the patient's vein and when the dilator was introduced it did not progress even with all the procedural techniques, we visualized burrs on the tip of the dilator. Device has been discarded due to biological contamination. Additional information received: was there any harm to the patient/health worker? A: no damage was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc.)? A: no intervention required. What treatment was the patient undergoing? A: post-surgical patient (lower limb amputation) being treated with teicoplanin and meropenem. Is there any relevant medical history or concomitant therapy? A: no.